Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of stored electrocardiograms (egms) revealed the implantable cardioverter defibrillator exhibited episodes of non sustained oversensing due to programmed parameters. Programming changes were made. The patient was stable.